Manufacturer narrative:
Stryker evaluated the customer¿s device at the product analyses center (pac) and observed that the device doesn't turn on when lid opened. The customer will be provided with a replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device doesn't turn on when lid opened. There was no report of patient use associated with the reported event.